Event description:
It was reported that the right ventricular (rv) lead was explanted shortly after implant. A new lead was implanted successfully. There were no adverse patient effects reported.

Manufacturer narrative:
This report contains updates from additional information received. This includes the fields b5: describe event or problem, e2: initial reporter h6: impact codes, h6: device codes, along with any other relevant fields have been updated.

Event description:
It was reported that the right ventricular (rv) lead was explanted shortly after implant. A new lead was implanted successfully. There were no adverse patient effects reported. Additional information was received from the field that confirmed device testing showed elevated thresholds and an x-ray determined the device was dislodged. This was believed to be due to lack of slack in the lead at implant.